Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed. This report is being submitted late due to a delay by a MFR employee. Training is in place.

Event description:
Discrepancies with the refill amounts were noticed. On (B) (6) , the actual residual volume (4.2 ml) was greater than the expected residual volume (2.3 ml). The pt experienced increased pain and was reported to be "more coiled". The catheter was aspirated and the drug flowed freely. The pump was replaced. The pt was reported to have recovered without sequela.